Event description:
Patient revised due to loosening of metaglene, inoperatively noted severe osteolysis, polyethylene wear, and metalosis.

Manufacturer narrative:
Examination of the returned products by depuy another country MFR confirmed the problem. The cause is attributed the heightener became unscrewed from the metaglene and partially moved into the epiphysis. The cause of the unscrewing could not be identified. The DHR's analysis of the reported products found to be conforming to all the requirements. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.